Manufacturer narrative:
Sections a through f completed by manufacturer's reporting site. Analysis by outside laboratory and at manufacturing site confirmed use of adhesives to bond product. Co does not recommend bonding incompatible devices. Evaluation summary report: customer sample was returned to outside lab for analysis. It appears co's luer adapter lot #5b015, was bonded to the reported vacutainer holder catalog #364888. It appears breakage of the adapter was due to the bonding of vacutainer products with another manufacturers adapter and sleeve. The user facility bonded co's parts to the nipro adapter for an IV line. Conclusions: co has requested more info from the international site to understand how this makeshift device is used in their clinical or hospital setting. Co does not recommend bonding co's products with adhesives. Adhesives are know to change the characteristics of products and this may have caused the breakage. Co's foreign office will notify the user of this info.

Event description:
Vacutainer holder's tip broke.